Event description:
There was difficulty obtaining access for the arterial pacing lead. Multiple sticks were made. Appears the pt may have developed hemopneumothorax. Subsequently, the pt's pressure began to drop, when "tubated" blood was observed, pt expired.